Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s prefilled insulin cartridge became lodged in the pump chamber and could not be removed until guided to use the piston to slowly push the cartridge out, after which the user replaced it and successfully completed the cartridge and infusion set change with support, resuming insulin therapy without device alerts. Symptoms included no reported adverse clinical effects, and blood glucose remained within target range. Outcomes included continuation of therapy without medical intervention or hospitalization. Investigation included troubleshooting and user education over the phone. Investigation of this case revealed that replacing the stuck cartridge and properly seating the new cartridge and infusion set resolved the issue, consistent with a cartridge handling or seating difficulty involving the prefilled cartridge component. It was concluded, based on previously established findings for similar reports, that the cause was use-related handling of the cartridge rather than a confirmed device malfunction.